Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
We were unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. The insulin pump was received with pillowing keypad overlay; scratched case, minor scratched lcd window and keypad overlay texture damage.